Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Pump was received with scratched lcd window, cracked case at display window corners, broken reservoir tube lip and broken pump belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not performed. The device was returned for analysis.